Event description:
New information received notes that intervention was unknown, and patient history was unknown. No indication of malfunction was alleged and the patient presented remotely. Over-sensing of ectopic beats was noted.

Event description:
It was reported that a patient presented with over-sensing noted on the right ventricular lead and implantable cardioverter defibrillator. A minor arrythmia was noted. No intervention was noted and no information regarding adverse patient consequences were reported.